Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged cover) was confirmed causing damaged rear response button, causing it to be non-functional. The root cause of the damaged cover cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.